Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient was unable to pump his implant up for the last 9 months due to fluid loss. A new inflatable penile prosthesis was implanted. No patient complications were reported.